Event description:
It was reported that the device was leaking from the block but internal, unable to pinpoint location. There was no additional information provided.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Visual inspection of the device noted that the gasket for the tank cover was not seated correctly. Functional testing was able to confirm and replicate the reported event. The water in the reservoir leaked very quickly. The leak came from the tank cover because the gasket was installed incorrectly by the customer. The tank cover and gasket were replaced to resolve the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.